Manufacturer narrative:
Only the connector end of the lead measuring 15.5 cm was received for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number-2017865-2020-04946, related manufacturer reference number-2017865-2020-04949. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.